Event description:
Unit had vacuum surge in middle of case; pulled capsule into tip after impaling posterior capsule. Pt is rendered aphakic with nucleus in vitreous. Surgery to correct this scheduled for next week. Cancelled remaining cases.